Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 38 mg/dl the night before. Customer stated that it was caused by having an active day and not eating dinner. Customer treated by eating. Customer declined troubleshooting the insulin pump.